Manufacturer narrative:
It was reported that the patient's urine would not drain into the urinary drainage bag resulting in the patient developing bladder distention and urinary tract infection. Per report, the patient's urine was staying in the drainage tubing and back flowed into patient's bladder. Urine culture showed growth of proteus mirabilis (>100,000 cfu/ml) and e. Coli (40,000 cfu/ml). The patient was started on oral levaquin for treatment of uti and the patient's foley catheter and urinary drainage bag was changed. Due to the reported foley catheter change and need for antibiotic treatment of urinary tract infection, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient's urine would not drain into the urinary drainage bag resulting in the patient developing bladder distention and urinary tract infection.

Manufacturer narrative:
The sample was returned by the reporting facility for evaluation. The reported issue of urinary drainage bags not draining, with regards to a product quality issue, was not verified through visual, functional, or dimensional evaluation of the received samples, as no product quality issues were found. Drainage issues could be related to factors during use, such as proper drain bag placement, or the presence of kinks/dependent loops in the tubing. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.